Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction was occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the pediatric patient experienced a skin reaction with inflammation, and infection, underneath sensor pod area only, which occurred 5 days after the sensor had been inserted in the arm. The reaction was treated with a prescription of an oral, liquid, antibiotic, amoxicillin. At the time of the report the patient was stable. No other details were documented. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.